Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. Name and address: postal code:(B)(6). PMA/510k # ¿ exempt . This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
As reported, an ncircle delta wire tipless stone extractor was kinked near the yellow sheath near the handle. The basket would not open or close. No adverse effects to the patient have been reported as a result of the alleged malfunction. Additional information has been requested regarding the patient and the event. At the time of this report, no further information has been provided.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Event summary: as reported, an ncircle delta wire tipless stone extractor was kinked near the yellow sheath near the handle. The basket would not open or close. This was observed when testing the device prior to use. The procedure was completed with an unknown device. No adverse effects to the patient have been reported as a result of the alleged malfunction. Investigation - evaluation. Reviews of the complaint history, device history record, instructions for use, manufacturing instructions, and quality control procedures and a visual inspection and functional test of the device were conducted during the investigation. The device was returned for investigation in an opened pouch with label. A kink was observed near the distal end of the yellow support sheath. The basket was in the open position. When actuating the handle, the basket opened and closed but did not fully retract inside the basket sheath. A document-based investigation evaluation was performed. No related non-conformances were recorded, and there have been no other reported complaints for this lot number. The device history record review provides objective evidence that the device was manufactured to specification. There is no evidence of nonconforming devices from the complaint lot in house or in the field. A review of relevant manufacturing documents was conducted. It was concluded that the device aspect in question was functionally inspected by quality control and no notable gaps in production or processing controls were noted. There is no indication that a design or process related failure mode contributed to the reported event. Sufficient inspection activities are in place to identify this failure mode prior to distribution. The device is provided with instructions for use which caution, do not use excessive force to manipulate this device. Damage to the device may occur. Based on the available information, cook has concluded that a cause for this event could not be established. Excessive force may have been inadvertently applied to the device, but no information was provided regarded device handling. Cook will continue monitoring of similar complaints and has notified the appropriate personnel of this event. Per a review of risk documentation, no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Additional information was received 19sep2022: the inability of the basket to close was observed when testing the device prior to use. The procedure was completed with an unknown device.

Manufacturer narrative:
Blank fields on this form indicate the information is unchanged, unknown or unavailable. Additional information: b3- "around (B)(6) 2022", b5, h6: annex e and f. H3: device has been returned and preliminary evaluation has been performed, however, our investigation is ongoing and device evaluation summary will be included in our follow up report once our investigation has been completed. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.